Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device would not boot. It was noted that the device was looking for an update but was able to pass that and power up. The update was installed and it booted to the analyzer software using two different programmers. The analyzer passed all console and systems tests. (B)(4).

Event description:
It was reported that the analyzer would not boot up prior to use. The analyzer was returned for service. There was no patient involvement.